Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Initial date received by manufacturer was reported incorrectly; it should have been (B)(4) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a low lithium battery was confirmed and duplicated during product evaluation. This condition was caused by a depleted lithium battery. The lithium battery was replaced to correct the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "low lithium battery." This condition had the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.